Manufacturer narrative:
An error was identified on jan 16, 2019. This report was previously filed against the incorrect manufacturing site in manufacturer's report 1415939-2018-00156. (B)(4). This report is being filed against an international product ln 02k91-38 that has a same/similar product on market in the us, 02k91-33, which is manufactured in (B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate (intended use section of the architect ca 19-9xr reagent package insert which states that the architect ca 19-9xr assay is to be used as an aid in the management of pancreatic cancer patients in conjunction with other clinical methods). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The account generated a false elevated patient result when using architect ca19-9xr. Initial result >1200 u/ml. Repeat result >1200 u/ml and 2445 u/ml (after dilution of instrument). The customer also tested using a beckman platform and the result was 18 u/ml. Architect quality controls and calibrations were normal. As a result of the false elevated results, the patient underwent an ultrasound and gastroscopy, with no abnormalities found.